Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0013160325); product type: 0195-heart valves; implant date: non-implantable; product ID: l-evolutfx-34 (lot: 0013120139); product type: 0195-heart valves; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implantation of this 34mm transcatheter aortic bioprosthetic valve, the valve was loaded into the delivery catheter system (dcs) without issue. A pre-implant balloon aortic valvuloplasty was performed as a standard measure for the implanting physician. The dcs and loaded valve were inserted into the patient¿s vasculature and advanced to the aortic annulus. During the first deployment attempt, at an implant depth of 3mm, an infold extending the full length of the valve frame was observed. Subsequently, the valve was recaptured and the dcs was withdrawn from the patient. The system was discarded and a new system was used for valve implant. Of note, a 10-minute procedural delay occurred; however, no patient complications were reported as a result of this event.